Manufacturer narrative:
Replaced 2-way vale. Analyzer runs without 2015 bf probe purge failure errors posting. An investigation was performed in response to a complaint of error 2300 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. By phone, a field service engineer (fse) followed up with the site and customer showed the fse images of x1 and x3 flags. The x3 was out of alignment and the fse instructed customer over the phone in aligning the x3 flag which resolved the issue. This investigation confirmed a misalignment due to a component failure. The aia-900 operator¿s manual section 12 ¿ flags error messages states the following: (2300) s. Loader step feed failure cause: the overflow sensor 2 s 133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. (B)(4).

Event description:
Customer reported an error 2300 s. Loader step feed failure. The racks will not load. This is a reportable event based on delay in reporting patient results for beta human chorionic gonadotropin (bhcg) analyte.